Event description:
The patient initially had surgery on (B)(6) 2012 to implant a dhs 6-hole plate, 6, 4.5mm st cortex screws and a lag screw for a subtrochanteric femur fracture. It was noted via x-ray in (B)(6) 2013, that 5 out of the 6 cortex screws were broken, 1 had pulled out of the plate and an unhealed fracture. The lag screw was reported to be intact. The patient stated that he did not fall. The plate and all screws were removed and the patient was revised to a tfn nail cephalomedullary implant. No other issues were reported. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.